Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 1999 and multigravida. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and feeling abnormal (""feeling of being weird""). The patient was treated with surgery (salpingectomy (laparoscopy)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, alopecia and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia and feeling abnormal with essure. The reporter commented: physician sent samples. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Further company follow-up with the physician is not possible. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 1999 and multigravida. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and feeling abnormal (""feeling of being weird""). The patient was treated with surgery (salpingectomy (laparoscopy)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, alopecia and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia and feeling abnormal with essure. The reporter commented: physician sent samples. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Date of sample received at quality unit 2019-11-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.